Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed pump supplies and resumed insulin. Occlusions continued and the customer ultimately reverted to an alternate method of insulin therapy. Customer also reported using cold insulin, which is considered off label use.